Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 05-feb-2018, field service engineer (fse) followed-up with the customer over-the-phone to address the reported event. Fse had the customer remove the sample loader cover and clean sample loader which had dust, debris, and dirt buildup. Fse instructed the customer to re-install cover and run quality controls (qc). All qc was within the control manufacturers ranges. Instrument is operational and the errors cleared. No further action is required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 05-jan-2017 through 05-feb-2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: 2301 is sample rack not moved is generated when the rack feed detection sensor s072 failed to detect rack movement when step (x1) feed took place. The solution is for the operator to check the direction of the sample rack and also whether or not there are any obstacles. If the trouble reoccurs, contact the tosoh local representatives. Check s072 and the step feed mechanism. A 4183 s.loader-x2 home overrun is generated when the home sensor s073, which is not supposed to be activated after the sample loader x2-axis moves, was activated. The solution is for the operator to remove the impediment or other cause of the error. Check s073 and also check to see the cause of slipping, and so on, that occurs when pm071 moves to the limit side. The most probable cause of the reported issue was due to dirt, debris, and dust buildup on sample loader pusher foot arm wheels/rollers.

Event description:
On (B)(6) 2018, a customer reported getting error 2031 sample rack not moving and error 4183 sample loader-x2 home overrun while running quality controls (qc) aia-900 instrument. Customer is unable able to run luteinizing hormone (lh ii) and estradiol (e2) patient samples. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for lh ii and e2. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.